Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported constant upstream occlusion which was not reproduced. A review of the event history log identified upstream occlusion alarms. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.